Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivery causing low blood glucose. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. Customer was performed self test it was complete and passed and also stated they still having low blood glucose. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.